Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump repeatedly experienced power error alarms and replace battery now alarms for a few weeks now. His blood glucose was 10 mmol/l. The customer checked the alarm history and the alarms were there daily. The customer uses a duracell battery, the battery cap was ok and he stated that the pump was not dropped. He was on his way to work and did not have a new battery to perform an internal reset battery. The customer was advised to call back when he was able to do so. The insulin pump will not be returning for analysis.